Event description:
It was reported by service report that the patient right load wheel casting was broken on the head section. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results: load wheel casting.